Manufacturer narrative:
Patient had 625 biplane images. Cumulative air kerma of 2090.93 mgy frontal and 1257.44 mgy lateral, cumulative dap 512663 mgycm2, fluoro time 29.4 min. When the investigation has been completed philips will inform the FDA

Event description:
Philips received a complaint from the customer in which was stated that after a procedure the patient suffered from hairloss.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: we understood that the first patient received a total dose (air kerma) of 3,35 gy on (B)(6) 2016 and a total dose (air kerma) of 8,69 gy on (B)(6) 2016. The field service engineer (fse) came onsite on 2017jan12 and 2017jan13 to troubleshoot the reported issue. He conducted performance testing which showed that the system was working within specification for both planes. The fse indicated that all performed tests passed and that there was no indication of a system malfunction. The fse returned onsite on 2017jan19 and recalibrated the generator and detectors with support from a national support specialist (nss). After recalibrations verification tests were performed for both planes which showed the system was working within specification. The fse returned the system to the customer in working order. When investigating the issue we learned that the last pm was performed on (B)(6) 2016 by an in house engineer. The in house engineer stated to the fse that all performed test passed and the system was working correctly. An igt system designer investigated the available evidence and concluded that the system has always been well maintained (looking at the generator and the x-ray tubes) and that there is no indication a system malfunction could have caused dose issues. He indicated that all applicable tests passed and there is no reason to suspect that the dose received by the patient was not as intended. The fse indicated that the user is trained on the philips equipment. No further action will be taken since the system is working within specification.